Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot #73k1700713 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the stapler jamming was found during usage. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned sample revealed that the stapler was returned with its trigger partially engaged. The returned stapler appears used as there is biological material present on the device. The first two staples appeared to be misaligned. The stapler was returned with 37 staples left in the cartridge. Reference file (B)(4) for investigation photos. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned sample revealed that the stapler was returned with its trigger partially engaged. The returned stapler appears used as there is biological material present on the device. The first two staples appeared to be misaligned. The stapler was returned with 37 staples left in the cartridge. Reference attached file (B)(4) for investigation photos. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must other remarks: be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused the staples to misalign. No errors could be found in the assembly to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of "jamming" was confirmed based upon the sample received. The first two staples in the returned stapler are misaligned which is preventing the staples from moving down the track into the forming tool. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It cannot be determined what caused the staples to misalign. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
It was reported that the stapler jamming was found during usage. There was no patient injury.